Event description:
During use, leakage occurred at the catheter connection point. Two defective units were identified. One defective unit may be returned, with photographic evidence provided. A claim is required, along with a complaint response letter and a complaint receipt confirmation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.